Manufacturer narrative:
The device was returned and the evaluation is complete. Visual inspection was performed and revealed that the tube was separated from the male luer lock. The presence of solvent was confirmed on the tubing. The insertion of the tubing into the luer lock was measured and was found to be within specification. The tubing dimensions were then measured and were also found to be within specification. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp micro-volume extension set leaked. This occurred during an unknown process step. It was stated that the tubing at the luer lock had come off loosely. There was no report of patient injury or medical intervention associated with this event. No additional information is available.